Manufacturer narrative:
Updated supplemental awareness date. Updating report type as information as received after the initial report was submitted indicating the patient did not survive. Updated the event date per updated information. Received.

Event description:
The user is reporting the device repeatedly gave the "analyzing" voice message. The patient survived.